Event description:
It was reported that the patient was hospitalized due to bent cannula which leads to high blood glucose and treated with IV fluids of saline and insulin on (b)(6) 2023.

Manufacturer narrative:
Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates QP-IC-2026-0020 (IC Retrospective Complaint Review) and QP-IC-2026-0024 (IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged.IMDRF Cause Investigation Code: Code B24 is not available in Database to capture Event History Log Review Additional information - This MDR is being submitted to include the below: H6: Investigation results under Type of Investigation, Investigation Findings, Investigation Conclusions H11: Investigation summaryComplaint Investigation Results:Electronic Quality Management System (eQMS) search:A query was run in the eQMS on 24/JUN/2026 against Lot Number 5381243 and Similar Malfunction Codes : Soft cannula bent/kinked/crimped after removal -Blockage, Soft cannula found bent upon removal from infusion site, ISoft cannula found crimped upon removal from infusion site, Soft cannula and introducer needle found bent/kinked during insertion, unable to use, Soft cannula found kinked upon removal from infusion site .The review confirmed that Lot 5381243 and the identified failure mode are not associated with any NCRs or CAPAs of the same or similar nature.Similar Complaints search:A query was run in the eQMS on 24/JUN/2026 against Lot Number criteria equal 5381243 and Similar Malfunction Codes: Soft cannula bent/kinked/crimped after removal -Blockage, Soft cannula found bent upon removal from infusion site, Soft cannula found crimped upon removal from infusion site, Soft cannula and introducer needle found bent/kinked during insertion, unable to use, Soft cannula found kinked upon removal from infusion site . The number of complaints is 1. The complaints numbers is Complaint : 1694662.Device History Record (DHR) Review:The lot 5381243 was manufactured according to Work Instruction (WI) version 90 and manufactured in the machine / Line : Inset 5, on 10/APR/2022 with a total of 9,800 units. The Device History Record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code.Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted.Visual Evidence Review:No photo was provided to support visual confirmation of the reported issue.Conclusion:Unable to perform visual verification; assessment based on available documentation only.Retain Samples Testing:In order to test the product, NO photo or physical sample was provided, therefore, the reference samples from the lot have been requested.Work Instruction (WI) ¿ Guidance for Visual Testing for Complaints Area Version 3: 3 samples tested and passed visual inspection.Work Instruction (WI) ¿ Guidance for Functional Testing 1 Air Flow test and Testing 2 Air Leak test for Complaints Area Version 2: the 3 samples passed functional testing for the reported malfunction code : Soft cannula bent/kinked/crimped after removal -Blockage . All test results were within specification as documented in the : Child 2797012 ( Task Details ) of the PR Complaint 1694662 : The reference samples were visually inspected. All test results were within specifications.The batch record 5381243 was verified and it was found within specifications.Conclusion:Testing did not confirm the reported issue; no nonconformance identified.Return Samples Testing:Returned sample from the relevant lot was requested; however, the customer confirmed that the sample is not available for return.Conclusion:Visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence.CAPA Determination Assessment ¿ Conclusion Summary of Complaint Investigation:Based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per Work Instruction (WI) (Monthly TRIPS and Alerts).Following investigation, the reported failure could not be confirmed for this complaint.Conclusion Summary of Complaint InvestigationA comprehensive revie 5381243 and related malfunction codes.One complaints was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted.Photos/samples were requested; however, the customer confirmed that no photos/samples were available for analysis. Consequently, an investigation was conducted using reference samples, and no failures related to the complaint were identified.No photo evidence was provided, so the assessment was based on documentation and reference sample analysis only. Based on these results, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. For more details, see the information under the child investigation record 2797012.Complaint Unconfirmed:Following investigation, the reported failure could not be confirmed for this complaint.Based on the available information, this event is deemed to be a Serious Injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number Reporting Site: 8021545 Manufacturing Site: 3003442380